Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
T was reported that the pump battery was observed to be depleting quickly. The customer reported the battery depleted from 100% to 50% within 12 hours. The customer¿s blood glucose was 147 (mg/dl) at the time of the report. Reportedly the customer would continue to use the pump for insulin therapy.